Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported needle to cuff miss could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the common femoral artery was attempted using a proglide device using a pre-close technique via a 6fr sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss occurred with the proglide device. Hemostasis was achieved via surgical intervention as a cut down was performed. There was no reported adverse patient sequela and there was no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.